Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the quick release while she was walking. She stated that the reservoir part of it got disconnected from the tubing as it did not hold the tubing and she saw it dangling from her clothes. She tried to reconnect the tubing, but it did not stay. She stated that the tubing did not have any glue as it looked sterile and clean. The site location was at the right side of her lower stomach and the pump was located on the right side, same side in relation to the site. The infusion had been in use for a day and two hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Upon investigation performed on the returned used device (1 set), it was found that there was missing glue in the tubing connector (glue was misplaced on the tubing connector). No further information available.